Event description:
The user facility reported that the after placing an item on the shelf to their warming cabinet, the shelf fell and contacted an employee's arm resulting in scrape. The employee did not seek or receive medical treatment.

Manufacturer narrative:
The unit subject of the reported event will be returned to montgomery for evaluation. Steris is working to provide the customer a new unit. A follow-up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the warming cabinet and identified a difference in measurement of the inside lower compartment. The warming cabinet was returned to steris montgomery for evaluation. The evaluation identified a bracket being out of tolerance (too wide) which allowed the reported event to occur. No similar complaints involving a report of injury have occurred. Steris will continue to monitor post-market data to ensure this remains an isolated event. The user facility was provided a new warming cabinet. No additional issues have been reported.